Event description:
User called into emergency support program line to request and report issue during use in which cs300 intra-aortic balloon pump (iabp) had leak in iab circuit alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.